Manufacturer narrative:
Correction: previously reported a4 should have been 87 kgs.

Event description:
It was reported that during routine device change out procedure, it was observed that the right ventricular (rv) lead exhibited an insulation anomaly. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.